Event description:
The facility reports during showering, the nurse had pushed the resident forward to wash her back. Apparently the movement was done too forcefully, which made the resident fall forward out of the chair. The security belt was not in use at the time. The resident sustained bruising to the knee, ankle, and head.

Manufacturer narrative:
An arjo investigator examined the device and did not find any fault with it. The manufacturer concludes the event occurred due to the resident being pushed out of the chair by the nurse during showering. The security belt was not in use. Retraining of the lift operators is recommended.